Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the power switch is causing no alarms and the pilot valve leaks.